Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the sheath could not be split well when the microintroducer was used for the placement of 5fr groshong PICC. Also, the crack was found on the catheter when the catheter was flushed after the placement in the patient body. Then, the catheter was removed from the patient body. After the removal, the catheter was broken when the physician tried pulling the catheter lightly.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the sheath was difficult to split apart was confirmed and determined to be manufacturing related. One 5 fr microintroducer was returned for investigation. The handles had already been split and the sheath had been peeled. The peel along the sheath was consistent and uniform. A microscopic examination revealed that the skiving was present; however, the adjoining surfaces between the split tabs revealed stretched and deformed material distal to the skiving. The break line was asymmetric in some areas between the tabs. The complaint sample was forwarded to the manufacturing facility for further review. (B)(4) evaluation: the complaint ¿the sheath could not be split well¿ is confirmed. On one of the parts of the sheath was present part of the molding. This part was an excess of resin produced during the molding process. The cause of this is manufacturing related. A quality alert was created to awareness associates about issue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the sheath could not be split well when the microintroducer was used for the placement of 5fr groshong PICC. Also, the crack was found on the catheter when the catheter was flushed after the placement in the patient body. Then, the catheter was removed from the patient body. After the removal, the catheter was broken when the physician tried pulling the catheter lightly.